Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip, and a missing end cap sticker. No moisture damage was noted on the electronic assembly.

Event description:
It was reported that the insulin pump was dropped into water and that water could be heard when shaking the insulin pump. No water was visible under the display screen. The insulin pump was cracked near the display. The drive support cap was not damaged. The buttons were not fully responsive. No blood glucose reading was given. Nothing further was reported.